Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: a visual and microscopic analysis were performed which identified a striated opening, missing portions of the shell, fold creases, and a sharp break. A dimension measurement in the shell was performed which identified the shell thickness within the specification. Based on the device analysis, the final assessment is a striated opening due to surgical damage consistent with the use of a surgical tool, a sharp break on the posterior side due to an unidentified tear opening, and a missing shell due to inconclusive.

Event description:
Health professional reported a rupture of the device. Device has been explanted. This record relates to unspecified side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported a rupture of the device. Device has been explanted. This record relates to unspecified side.